Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device analysis will be submitted as a follow up report.

Event description:
It was reported that the pt complained about receiving insufficient benefit with her vibrant soundbridge and requested to be explanted. The surgeon explanted the pt in 2007.